Manufacturer narrative:
Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by repairing the ECG lead cable and the product is back in service.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿ECG connection is abnormal.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.